Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure, as the device was no longer holing efficient charge, and the patient needed an upgrade system. The patient is doing well post operatively and the device will not be returned due to hospital policy.